Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument and completed the device evaluation. The instrument was analyzed and was found to have charring an localized melting on bipolar yaw pulley, damaging the conductor wire insulation and exposing the conductor wires. The instrument passed the electrical continuity test in both the grips.

Event description:
It was reported that the 8mm long bipolar grasper instrument had lives remaining, but was not functioning. No other information provided. There was no reported injury.